Event description:
During a remote follow-up, the device was found to be in backup vvi mode (bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.